Event description:
Reportedly, the pacemaker was found in standby mode during a follow-up. Since the previous follow-up, the patient underwent a prostate radiotherapy.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was found in standby mode during a follow-up. Since the previous follow-up, the patient underwent a prostate radiotherapy.